Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, unexpected beeping, and black circle on screen occurred during testing. The following cosmetic damage was found on the device: minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the pump was beeping and that there is a black circle on the screen with a button error alarm. The patient's blood glucose at the time of incident was 200 mg/dl. The customer stated that the error message could not be erased. The customer also confirmed they did not recall if the pump had been dropped, bumped, or exposed to moisture. The battery was removed from the pump for a half hour but once it was reinserted the button error alarm reoccurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.